Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that at 07:51, her mother had a blood glucose value of 1.9 mmol/l. At 08:28, the meter displayed 1.7 mmol/l. Afterwards, the daughter noticed that her mother was going into a hypoglycemic event- eyes rolling, on the brink of being unconscious, but not quite. Daughter called the paramedics and gave her mother dextrose tablets. While waiting for paramedics she tested her mother again at 09:01 and the result was hi, which on the system indicates a result in excess of 33.3 mmol/l. Paramedics arrived some time after (daughter could not remember how long) and took a measurement with their meter, which showed a low reading (daughter not able to tell the result). No medical action taken by the paramedics, no admittance to hospital. Customer was still being given dextrose tablets by daughter to bring up her blood sugar level. A request was made for the return of the meter and strips.